Event description:
It was reported that during a da vinci s av fistula repair procedure, one of the wires of the mega suturecut needle instrument snapped and "wires" fell inside of the patient. The "wires" were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. Per the information provided by the initial reporter, the instrument wires were successfully retrieved from the patient.